Event description:
During a procedure to reduce a parapharyngeal space tumor mass, the g2 rf workstation and accessories were used to coagulate and dissect soft tissue. Approximately 20 minutes after coagulating and dissecting a blood vessel, the vessel began to bleed. A second vessel was coagulated and dissected and it began to bleed immediately. Again the surgeon had to use a monopolar cautery to stop the bleeding. A second vessel was coagulated and dissected and it began to bleed immediately. Again the surgeon had to use a monopolar cautery to seal that vessel.